Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery it was observed that the bearings fell out of the attachment device during assembly. It was reported that the bearings were not saved and could not be located. It was reported that there was no delay due to the event as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack was found to be missing. Therefore, the reported condition was confirmed. It was determined that insufficient loctite adhesive was applied to the thread of the bearing stack during manufacturing process. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.